Event description:
It was reported that the lead tip was extended outside the pericardial space. The right ventricle was repaired. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary (B)(4) - the full lead was returned and analyzed and no anomalies were found. However, the lead helix was distorted/bent. The distal end of the electrode was covered in blood. There was apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.